Manufacturer narrative:
Additional information: the lot was manufactured (B)(4) 2017 - (B)(4) 2017. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and flow rate tests were performed and no rupture was observed. The reported condition was not verified in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.